Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and cardiac arrythmias are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the coordinator that the patient was doing well on pump, extubated, weaned off drips, and sitting in chair when heart rate started to brady down, pacer was functioning but patient was in pulseless electrical activity (pea) cardiac arrest. They started cardiopulmonary resuscitation (CPR), inotropes, and opened the patient's chest. No tamponade was noted and they were unable to resuscitate the patient. Patient's death was said to have been on (B)(6) 2016 due to the pea cardiac arrest. Autopsy was done and is pending results. No additional information available.

Manufacturer narrative:
A supplemental report is being submitted as additional information on the patient demographics was received. If new information is received, the file will be re-opened and a supplemental will be submitted.

Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications and/or to identify any anomalies introduced during use that may have prevented the vad from performing as intended. Log files were not provided for analysis. Investigation results revealed that the device met specifications; the device passed visual examination, dimensional verification and functional testing. Pathology examination did not reveal presence of thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported clinical adverse event. Though the root cause of the reported event cannot be conclusively determined, clinical factors that may have contributed to the patient's outcome related to the event are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.